Event description:
Hickmann catheter placed. Two weeks later after injection at home, pt noted swelling and pain at site - unable to flush. Came to ER for check of catheter. To intervent radiology for retrieval of catheter fragment in right atrium without complications.